Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable unit, and also found that there was no communication between the subject device and the video processor. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, osmc surmised that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the failure of the camera cable, which might be caused by the user handling. If additional information is received, this report will be supplemented.